Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot # 73a22001615 investigation did not show issues related to complaint.

Event description:
Incident happened on (B)(6)2022. For the same patient, same intervention, closing a wound on the female patient's shoulder, we faced 2 issues with the stapler: staples fired are bent, then the stapler jammed.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 35 staples remaining in the cover block. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Manual realignment of the staples was attempted; however, the stapler still could not fire staples correctly. No defects or anomalies were observed with the device. It could not be determined what exactly caused the first two staples to misalign. A nonconformance was opened by the manufacturing site to address this issue. The sample was returned to the manufacturing site for additional evaluation. The reported complaint of "misfire/jam-staples not firing" was confirmed by the manufacturing site. No defects or anomalies were observed with the internal components. The misaligned staples were confirmed. The front staple was removed, and the remaining staples were realigned. Following the staple removal and realignment, six staples were fired properly. It was confirmed that a nonconformance was opened to address the issue captured by this complaint. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." In summary, the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. The sample was shipped to the manufacturing site for further evaluation. At the manufacturing site, the defect was confirmed as the staples would not fire from the device. Only after the staples were manually realigned were staples able to successfully form and fire. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The sample was disassembled, and no defects or anomalies were observed. It could not be determined what caused the staples to misalign. A nonconformance was opened by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Incident happened on 11 may 2022. For the same patient, same intervention, closing a wound on the female patient's shoulder, we faced 2 issues with the stapler: staples fired are bent, then the stapler jammed.